Event description:
An elderly male underwent coronary artery bypass grafting times 5 with a total time for the patient being cross clamped of 96 minutes. Upon completion of the distal anastamosis the retrograde coronary sinus cannula was removed. Inspection of the distal anastamosis was then performed. While inspecting the distal anastamosis on the back of the heart, significant bleeding was noted around the aortic cannula.simultaneously it was noted there was a significant amount of air in the aortic cannula. The patient was immediately placed in trendelenberg position, cooled via pump, and the arterial air cleared spontaneously without specific maneuvers from the arterial line. Attempts were then made to clear any air from the patient's circulation. After an extended period of cooling the patient was rewarmed. A transesophageal echo was performed to determine the source of the air embolism and consequences. This failed to show an obvious source. Surgery was completed and the patient was taken to the coronary intensive care unit. He rapidly deteriorated and regained no neuro function. The patient's family requested withdrawal of life support which was done and he expired the next day.